Event description:
The following info was reported by the customer's attorney: attorney alleges customer claims to have suffered from diabetic ketoacidosis for which she was admitted to the hosp allegedly caused by defect in the paradigm quick-set lot 8 infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.